Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510 (k) k082590.

Event description:
The lay user / patient contacted lfs on (B)(6) 2011 alleging that she was unable to obtain a reading on her one touch ping meter . A medical surveillance specialist (mss) spoke to the patient on (B)(6) 2011 and obtained the following information. The patient mentioned that prior to testing on the morning of (B)(6) 2011 at 6:00 am, she felt shaky and sweaty. She then attempted to test her blood glucose five minutes later and the meter was in the settings mode and she was unable to obtain a reading. She then self-treated with food /drink at 6:15am and felt better soon after. She did not attempt to test on another device. The patient mentioned that the night before at 10:10pm she had tested and obtained a result of 85 mg/dl. Customer care advocate (cca) was unable to resolve the issue and sent the patient a replacement meter. At this time there is no evidence that the meter caused or contributed to an adverse event since the patient developed symptoms prior to testing. The complaint is being reported since the alleged issue was not resolved.